Manufacturer narrative:
Results refers to the catheter.

Event description:
It was reported that the patient exhibited signs of symptoms of baclofen withdrawal and developed fluid at the spinal incision site. The patient underwent a catheter revision. When the neurosurgeon opened the spinal incision, he saw the strain relief sleeve or the boot that was attached to the proximal piece of the catheter had become disconnected. The boot had come off of the pin connector. The end of the pin connector had punctured through the catheter at the pin connector site. The surgeon trimmed off three cm of the proximal catheter. The surgeon got good retrograde flow of cerebrospinal fluid from the distal segment, he felt the pump and proximal catheter were patent and intact, so he opted to then pull the two pieces of the existing catheter back together. Prior to revision, the patient was receiving lioresal 2000 mcg/ml infusing at 1080 mc/day. The rate was decreased to 850 mcg/day. The patient was admitted to the hospital as an inpatient for observation following the catheter repair. The patient was later doing well at the new infusion rate.